Event description:
Affiliate reported that the drainage system was broken or damaged just after the sampling site. As a result they connected the tubes again using sterile adhesive bands and covered the connections with povidone solution dressings.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint is being reported late as a result of a communication error in the affiliate office. Appropriate training has been conducted to ensure proper reporting in the future.